Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasound plug unit had liquid immersion which caused the image to report the error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope image had snowflakes and later reported a scope error (e315). This occurred during reprocessing. There were no reports of patient involvement.